Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation, the xience xpedition stent came off the delivery catheter with the stylet. Reportedly, it felt as if the stent was mounted on the stylet. There was no resistance reported during stylet removal. There was no patient involvement with this device. A non-abbott stent was used to complete the procedure without further incident. There was no additional information provided.